Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The collection set is not available for return because it was discarded by the customer the wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.10 corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, those signals did not change largely enough to notify the operator that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. However, analysis showed that wbcs may have continuously escaped the lrs chamber earlier than the system anticipated, contributing to the elevated wbc content in the platelet product reported for this collection. Although the trima system has several methods for detection of possible wbc contamination, it is possible that events such as this may elude the detection capability of the trima system. It is possible, though not conclusive, this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, those signals did not change largely enough to notify the operator that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. However, analysis showed that wbcs may have continuously escaped the lrs chamber earlier than the system anticipated, contributing to the elevated wbc content in the platelet product reported for this collection. Although the trima system has several methods for detection of possible wbc contamination, it is possible that events such as this may elude the detection capability of the trima system. It is possible, though not conclusive, this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system. Corrected correction: the following reported statement is no longer applicable for this investigation: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Corrected investigation: upon further investigation, the statement "2 additional complaints were found for this lot. Neither is related to this failure mode and both have been determined to be non-reportable event by tbct" submitted in supplement 1 has been determined to no longer be relevant to this event and have been removed from the investigation.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: a photograph was submitted in lieu of the disposable to aid in the investigation. The image is of the lab cell counter results for this collected product. The results confirm the absolute wbc count of the product to be 2.6 x 10^3/ul. 2 additional complaints were found for this lot. Neither is related to this failure mode and both have been determined to be non-reportable event by tbct. Investigation is in process. A follow-up report will be provided.